Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 15th of september 2015 for further investigation. During the investigation the fse found peek tubing I-6 to line filter is clotted and it was replaced. Instrument is functioning as intended and was released. The most probable cause of the reported event was due to clotted peek tubing I-6 to line filter tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) the customer reported error 150 grad sensor error and high pressure on their g8 instrument. The customer indicated that the column is new and has a count of 750. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.